Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. It was reported that the customer disposed of the product. Since the device was not returned, the physical investigation could not be performed.

Event description:
It was reported that during the following day of ivtm thermogard patient treatment, the saline level in the bag was noted low. No leak was observed on the floor, patient's bed or near the console. After the catheter removal, the physician noticed a pinhole leak between the medial1 and medial2 balloons. The catheter was not replaced, the physician discontinued the use of the tgxp thermogard after the saline leak. No known impact or consequence to the patient was reported. The quattro catheter was disposed of by the customer and not returning for evaluation.